Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer stated a different light source was used. The light source cable was swapped, and the camera was unplugged from the unit. The customer was advised to send the video system center in for repair. The device was returned and an investigation confirmed the customer allegation. The front panel malfunction and subsequent white balance adjustment issue was caused by faulty printed circuit board. Additionally, worn out video connector latch caused poor connection with pigtails. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, during preparation for use, none of the front panel switches were functioning on the visera elite video system center including the menu switch and the white balance switch. Due to this, the white balance adjustment was not working. There were no reports of patient harm associated with the event.